Manufacturer narrative:
The test strips were requested for return. There were no remaining strips so the product could not be returned for investigation. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed. The investigation did not identify a product problem. The cause of the event could not be determined. Package labeling states: "if peripheral circulation is impaired, collection of capillary blood from the approved sample sites is not advised as the results might not be a true reflection of the physiological blood glucose level."

Event description:
The initial reporter received questionable glucose results for one patient with accu-chek inform ii meter serial number (B)(4). The initial result at 20:17 was 412 mg/dl. The repeated result at 20:20 was 199 mg/dl.